Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the power-on upgrade and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing and shock testing without duplicating the report. Review of the device log identified multiple latched system errors beginning in august 2025, related to the customer's report. The errors were cleared, and the main board was replaced as a precaution. The device was recertified and returned to the customer. The batteries and pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.